Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patients eye, with a vault of 130. The surgeon was questioning if he should explant to implant a larger lens. It was determined at a later date that an explantation was not planned.

Manufacturer narrative:
Pt info: unk. Expiration date: unk. Implant date: unk. Explant date: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. Claim # (B)(4).